Event description:
It was reported that it wasn't possible to interrogate the device. The device paced with 85 beats per minute while the programmer head was placed over it but it would not start the interrogation. The interrogation was attempted again thirty minutes later and this time was successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.